Manufacturer narrative:
Concomitant medical products: broviac 4.2 fr. Catheter; syringe , microclave and one used swab cap. The event reportedly occurred in the nicu; therefore it is presumed the patient was a neonate. Initials (B)(6) listed (unknown if moms initials or md initials). Race white. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the "medication filter tubing", attached to a broviac 4.2 fr. Catheter at the left femoral was not clamped, a wet spot was noticed in the patient bed. Upon closer observation a leak was noted at the filter. The facility went live a couple of months with the filter set however in the past 2 weeks the nicu has noticed several filter extension set complaints. Although requested the customer did not indicate any patient harm. The set was in use for less than 24 hrs. When the event occurred. The event occurred in the nicu.

Manufacturer narrative:
The customer report of a filter leak was confirmed. Visual inspection of the set showed dried fluid residue within the filter component. During functional testing fluid was observed to be leaking out from the vent of the 0.2 micron filter. The root cause of the leak was determined to be oversaturation of the filter which causes the infusate to leak/weep out through the path of least resistance (the filter air vent).

Event description:
The customer reported that the "medication filter tubing", attached to a broviac 4.2 fr. Catheter at the left femoral was not clamped, a wet spot was noticed in the patient bed. Upon closer observation a leak was noted at the filter. The facility went live a couple of months with the filter set however in the past 2 weeks the nicu has noticed several filter extension set complaints. Although requested the customer did not indicate any patient harm. The set was in use for less than 24 hrs. When the event occurred. The event occurred in the nicu.